Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely with the atrial lead exhibiting noise. There were no reported adverse consequences to the patient and the physician elected to continue to monitor the patient normally.